Event description:
It was reported to philips that the fluoroscopy pedal of the wired foot switch did not work. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a coronary diagnostic procedure was being performed when the issue occurred, and procedure was completed after restarting the system. The philips field service engineer (fse) visited the site and confirmed the reported issue. Upon troubleshooting, fse suspected an internal fault within the foot switch itself. To resolve the problem, fse replaced the wired footswitch and performed a system restart and return the part for further analysis, and it found cable cut, paint blistered, connector corroded, and locking pins broken. To resolve the issue, philips has initiated a medical device correction (z-2587-2023). After the replacement of the wired footswitch and implanting the correction, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and the customer was able to complete as planned by restarting the system with no delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.